Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. The complaint for no draw or low draw is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time.

Event description:
Bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were short filling and clotting. No report of injury or medical intervention. No report of blood exposure to mucous membrane.